Event description:
It was reported by the caller that after the procedure was completed and all the catheters were removed from the patient. They were pulling sheaths and it was observed that the radio opaque marker for the st. Jude medical sl0 sheath was missing. They used fluoroscopy to visualize the patients groin and the marker was seen in the vein. They then used a snare to retrieve the marker. The patient remained stable and no other intervention was required. A biosense webster, inc. Pentaray catheter had been used in the st. Jude medical slo sheath for the procedure. Pc-(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).